Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse, large rectocele, grade 4 cystocele and perineal separation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2006, due to mesh erosion in posterior vaginal wall and at the cuff. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent cystoscopy, transvaginal urethrolysis, excision/removal of mesh sling, extensive dissection to remove anterior vaginal wall mesh and sacrospinous mesh, anterior colporrhaphy, vaginal reconstruction on (B)(6) 2014 due to history of recurrent urinary incontinence, neurogenic bladder requiring intermittent catheterization, cystocele, urinary obstruction, history of mesh complication, chronic vaginal pain. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with placement of suprapubic catheter, and repair of perineum.